Event description:
The patient reported that while using an insulet supplied charging cable, the controller would not charge and was getting hot at the base of the controller, when connected to charger. Blood glucose level was reported to be 198 mg/dl however the patient was asymptomatic. The patient did not require medical intervention. The patient was sent a replacement pdm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.